Event description:
It was reported that the patient faced infusion set fallen off in the shower due to tape not sticking issue on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Name- medtronic minimed. Street-18000 devonshire street. City- northridge. State- ca. Zip code- 91325. Zip four- 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.